Event description:
During an atrial fibrillation procedure, there was a blood leak noted from the valve on the agilis 13 fr sheath. The blood leak was noted after inserting the dilator into the agilis 13 fr sheath. The agilis 13 fr sheath was exchanged, and the procedure was completed with no adverse patient health consequences.